Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed on the delivery system. A portion of the inner sheath was exiting through the guidewire access port and kinked. The device was dissected proximal to the guidewire access port and the remainder of the stent was able to be deployed without any further issues noted. The condition of the returned device was consistent with the complaint that the stent was unable to be deployed and the inner sheath was kinked. A review of the device history record (DHR) found that the device met all material, assembly, and product specifications at the time of release to distribution. Therefore, the kinked inner sheath is likely due to procedural/anatomical factors and the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified batch. From the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during an endoscopic retrograde cholangiopancreatography procedure within the common bile duct of a cancer patient, on (B)(6), 2011. According to the complainant, the patient had a mid to distal bile duct lesion; however no dilatation was performed, as the anatomy was not tortuous. During the procedure, the stent device was passed through the common bile duct; however was unable to fully deployed as there was a lot of tension. It was reported that the outer sheath accordioned near the guide wire exit port, the inner sheath and the catheter kinked. The stent was only able to be partially deployed, and was unable to be reconstrained. The partially deployed stent was removed through the endoscope, and the procedure was completed with another wallflex biliary rx covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during an endoscopic retrograde cholangiopancreatography procedure within the common bile duct of a cancer patient, on (B)(6), 2011. According to the complainant, the patient had a mid to distal bile duct lesion; however no dilatation was performed, as the anatomy was not tortuous. During the procedure, the stent device was passed through the common bile duct; however was unable to fully deployed as there was a lot of tension. It was reported that the outer sheath accordioned near the guide wire exit port, the inner sheath and the catheter kinked. The stent was only able to be partially deployed, and was unable to be reconstrained. The partially deployed stent was removed through the endoscope, and the procedure was completed with another wallflex biliary rx covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.